Manufacturer narrative:
The initial MDR 2432235-2021-00023 was filed on 15-jan-2021. Additional information (12-feb-2021): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse performed a total service call and found the wash 1 reservoir was empty. The cse evaluated the instrument's failure to detect the appropriate wash1 level, replaced the wash1 tubing, replaced the wash 1 optical sensor, replaced the wash1 reservoir, and the wash fluid printed circuit board (pcb). Quality control was then run successfully. Siemens headquarters support center (hsc) evaluated the available data and concluded the issue was resolved with replacement of the wash fluid interconnect assembly pcb. The cause of the falsely elevated intact parathyroid hormone (pth) was due to the malfunction of the wash fluid interconnect assembly pcb. The instrument is performing within specification. No further evaluation of this instrument is needed. Section h6 adverse event problem codes were updated.

Manufacturer narrative:
The customer contacted siemens to report falsely elevated intact parathyroid hormone (pth) patient sample test results were obtained from an advia centaur xp instrument. All quality control test results were in range prior to running the patient samples. As the day went on the wash 1 reagent was depleted and samples started running higher. Delta checking did not detect an issue and there were no critical pht values. It was reported that the laboratory's medical director and chemistry specialist are in the process of reviewing all of the pth patient test results. Siemens is investigating the issue.

Event description:
Falsely elevated intact parathyroid hormone (pth) patient sample test results were obtained from an advia centaur xp instrument. No test result data was provided. The falsely elevated results were reported to the physician(s) and questioned. The customer stated the samples could not be repeated because they were beyond the sample stability time as provided in the instructions for use for pth. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated intact parathyroid hormone results.